Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited exit block (loss of capture) trends along with increased pacing impedance and capture threshold. The rv lead was explanted and replaced. Patient condition was stable throughout.